Manufacturer narrative:
The investigation determined the issue with the switch float/temperature sensor found by service was the cause of the event.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas integra 400 plus analyzer. Sample 1 initial result was 623.28 umol/l and the repeat results were 99.61 umol/l and 84 umol/l. On (B)(6) 2025, sample 2 initial result was 320 umol/l and the repeat result was 91.35 umol/l.

Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). The field service engineer found an issue with the switch float/temperature sensor. The investigation is ongoing.